Event description:
Consumer reports her vision was cloudy after inserting her contact lenses the morning of 2007 after cleaning and storing lenses overnight in solution from a new bottle of this product. She states she removed her lenses later that day and she could not see clearly but saw "shadows". Per consumer, she visited a hospital emergency room that night and an attending physician diagnosed "chemical keratitis" and treated her with naphcon a ophthalmic solution and polysporin ophthalmic solution, and washed her eyes. The next morning, her vision was restored; however, she states when she awoke she was in extreme pain which resolved in about 24 hours. She indicates events completely resolved in five days. She discontinued product and lens wear approx two months in 2007. She reported approx one and a half months later that she restarted lens use on approx one and a half months earlier, with a new set of lenses (acuvue advance lenses, 2-3 week replacement cycle) and a new bottle of product and is not having problems. She has used product in the past without difficulty. Additional information requested from emergency room physician.

Manufacturer narrative:
Evaluation of returned contact lens solution product lot 63725f in progress. Batch record review in progress. No similar reports on lot 63725f. Additional information requested from consumer: 06/08/2007 and 07/02/2007. Consumer provided additional information 06/25/2007 and 07/02/2007. Additional information requested from physician: 07/02/2007.